Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, a patient developed tass (toxic anterior segment syndrome). Additional information has been requested. There are seven medical device reports associated with this report. This report is for six of seven.